Manufacturer narrative:
The reported device was investigated by our field service engineer, the issue was resolved and the replaced part was returned for investigation. The investigation of the returned power control pc board shows that the device can power on, and both charge and display the battery modules capacity. The device fails however to switch over to battery operation. Electrical measurements were performed but the faulty component was not identified. Our conclusion into this matter is that the device power control pc board is most likely faulty due to a component error.

Event description:
Importer reference #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator could not switch over to battery operation. There was no patient involvement. Importer reference #:(B)(4).